Event description:
The customer reported being hospitalized due to low blood glucose of 44mg/dl. The customer was experiencing low glucose for the past several days. Troubleshooting was performed. It was stated that the customer had a seizure caused by hypoglycemia. The customer stated that she took a bolus for food that she never consumed. The customer's most recent reading was 179mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.